Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. Post-implant the patient was put on eliquis. Forty-five days post-implant the patient was switched to plavix and aspirin. Imaging was not performed at the 45-day follow-up. Four months post-implant, the patient was seen, and transesophageal echocardiogram (tee) revealed a solid thrombus on the face of the closure device. The physician plans to put the patient back on eliquis.

Manufacturer narrative:
Event date: estimated based on thrombus being discovered approximately 4 months post-implant.